Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a strong sensation down her leg and into her toe, following a walk. The patient tried to turn her implantable neurostimulator (ins) off, but was unable to. The patient then woke up the next morning and ¿there was no stimulation what so ever.¿ it was stated that the patient saw and error code 505, program deleted. It was noted that the patient was completely dependent on catheters. The patient contacted her healthcare provider (hcp) and the ins was reprogrammed. The hcp thought the patient turned off the ins. The patient¿s therapy was reportedly back to normal.

Manufacturer narrative:
(B)(4).